Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that during a case, after the patient was repositioned, automatic ventilation stopped working and the machine alarmed for 'vent fail'. The patient was manually ventilated temporarily until automatic ventilation again began to work. There was no patient injury reported.

Manufacturer narrative:
The electronic logfile was available for investigation. The log entries indicated problems regarding the detection of the motor position. Hence it was recommended to replace the motor and return it for investigation. The motor has not been received by now. Consequently the exact root cause could not be determined. In case of such failure the device will interrupt automatic ventilation to prevent from unintended piston movement, generate a corresponding visible and audible ventilator fail alarm and automatically switch to man/spont. Manual ventilation and monitoring will remain available to maintain ventilation of the patient. In case the requested material will be returned in the future, we will resume the investigation and provide another follow-up report.

Event description:
Refer to the initial-report.